Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the errror b30 occurred due to serial digital interface cable failure and connection failure. Since it is suspected that there was fluid immersion at 2nd scope, it can be thought that the immersion was the cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a b30 (scope communication error) code. There was no report of patient harm or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting with technical support (ts), the reporter stated that two scopes were tried, and ts advised cleaning the gold connectors and socket with an alcohol prep pad. The b30 ( scope communication error) error persisted. Ts advised to try another scope, and the third scope had an image and no errors. The reporter stated that the secondary monitor also had no image. Ts cycled the inputs with the reporter, and the reporter was unsure what monitor it was but knew it was an olympus monitor. Another staff member followed the serial digital interface (sdi) input on the monitor to the gastrointestinal (gi) genie, disconnected the cable, and blew on it. After reconnecting the sdi cable to the gi genie, the image was present. These scopes had a b30 (scope communication error) on a second tower. Three attempts were made to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.